Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The tech found the gas springs were leaking. He replaced the gas springs to repair the stretcher.